Event description:
Device 2 of 2. Ref MFR report# 1627487-2012-00376. The pt (B)(6) is implanted with two leads from different lots. It was reported the pt's stimulation has changed. Efforts to rectify this matter through reprogramming yielded limited success. An x-ray was taken for further interrogation; however, no anomalies were detected. Add'l reprogramming will be undertaken in attempt to resolve this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.